Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected reproducible non-physiological artifacts on secondary vector. Device data and x-rays were sent to technical services for further review. Technical services observed distinct mechanical/railing artefacts in stored episodes and recommended additional testing to evaluate for suspected pocket fracture. No adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected reproducible non-physiological artifacts on secondary vector. Device data and x-rays were sent to technical services for further review. Technical services observed distinct mechanical/railing artefacts in stored episodes and recommended additional testing to evaluate for suspected pocket fracture. No adverse patient effects were reported. This s-ICD system remains in service. Additional information received indicates the patient was transferred to the university hospital dusseldorf where they will undergo a future procedure to implant a new transvenous ICD. It was suspected that the electrode had been fractured (or cut) during a previous bypass/mitral valve procedure. As such, the patient's s-ICD therapy was programmed off, and the device will be explanted and replaced with a transvenous system in the university hospital dusseldorf. An anticipated or planned procedure date has not been provided and is therefore unknown at this time. No additional adverse patient effects were reported. Should additional follow-up information be received in the future, an updated report will be issued.

Manufacturer narrative:
Evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.